Event description:
Total ankle revision due to talar component subsidence and pain. Bone removal and talar component was loose so replacement was cemented in with a larger poly.

Manufacturer narrative:
Unknown star sliding core the reported device was manufactured and distributed by small bone innovation, inc., (B)(6) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of sbi on (B)(4) 2014. Stryker became legal manufacturer of this product on (B)(4) 2015 and has taken the responsibility for medical device reporting. Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Other text : device will not be returned.